Event description:
Caller alleges precision issues. Because of results on inratio (5.5), patient self tester was hospitalized; at lab 2 hours later, results came back at 3.6. Patient self tester reports milking finger because he was coached by the nurse to milk the finger. Patient's therapeutic range 3.0-4.0.

Manufacturer narrative:
Investigation pending.